Event description:
A report was received that the patient's ipg was depleting quickly. Patient database analysis indicated that the ipg exhibits premature battery depletion. The patient had an infection at the madeline incision site as well. The symptoms were fever and pus. The patient was given oral and IV antibiotics. The patient underwent an explant procedure. The patient's pocket was irrigated during the explant. The physician does not believe the infection was device or procedure related. The patient is reportedly doing well.

Event description:
A report was received that the patient's ipg was depleting quickly. Patient database analysis indicated that the ipg exhibits premature battery depletion. The patient had an infection at the madeline incision site as well. The symptoms were fever and pus. The patient was given oral and IV antibiotics. The patient underwent an explant procedure. The patient's pocket was irrigated during the explant. The physician does not believe the infection was device or procedure related. The patient is reportedly doing well.

Manufacturer narrative:
Device evaluation indicated that the ipg passed performance, electrical and photographic imaging tests performed. The complaint was confirmed. The ipg battery has been depleting prematurely since the implant. Troubleshooting to specific component level is impossible since both analog/digital ics are covered in the epoxy resin top. The root cause of the device damage could not be determined. A review of the sterilization records of all the explanted devices found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2352-50, serial # (B)(4), (B)(4), description: linear 3-4, lead 50cm, model # sc-4316, lot # 15208105, description: clik anchor.